Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump, assisted the caller with the reset, and instructed them to call back if the malfunction recurred, which did not happen after the reset.